Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 410 mg/dl. The customer reported the infusion set had a bent cannula. The customer treated for the high blood glucose levels with manual injection and the insulin pump bolus. The customer¿s current blood glucose level is unknown. The customer declined to troubleshoot the issue. The customer did not require assistance from emergency response team. The insulin pump will not be returned for analysis.